Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the keypad buttons had become unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: all of the keypad buttons were responsive. Contamination was found underneath the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned, but not yet evaluated. When the device is evaluated a supplemental report will be filed.